Manufacturer narrative:
Approximate age of device: 7 months, 11 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was upgraded on the transplant list status 3 due mucosal bleeding. The patient was admitted on three separate occasions bleeding in a period of six months. The patient was routinely transplanted on (B)(6) 2019. There were no device or therapy issues associated with the outcome. No further information was reported.

Manufacturer narrative:
Event: the july admission is referenced in MFR. Report #2916596-2019-02078. The august admission is referenced in MFR. Report #2916596-2019-02079. Manufacturer's investigation conclusion: a direct correlation between the device and the reported event could not be conclusively established through this evaluation. The pump was returned assembled with the pump cable severed approximately 13¿ from the pump housing. The modular cable and the distal portion of the pump cable were not returned. Approximately 10¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief intact and properly engaged. The outflow anastomosis to the aorta was present on the distal end of the outflow graft. The apical cuff was returned properly secured with the fully engaged cuff lock. Visual inspection of the inflow and outflow cannulas revealed no evidence of laminated or denatured depositions or thrombus formations. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad periodic log file retrieved from the returned device appeared to capture the device functioning as intended. The device was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The current heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system in section 1 ¿introduction¿. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient was admitted on (B)(6) 2018, (B)(6) 2018, and (B)(6) 2018 for mucosal bleeding. The patient's symptoms included a drop in hemoglobin, weak legs, and dizziness. Upper and lower scopes were performed as well as monthly octerotide injections. The patient also received transfusions when their hemoglobin dropped below 7 g/dl. The source of bleeding was multiple areas in the right upper quadrant. The patient did not have a pre-existing history of bleeding prior to the lvad implant. The patient was subsequently transplanted on (B)(6) 2019.